Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds, noise, low amplitude, oversensing and loss of capture in bipolar and myopotential noise and oversensing in unipolar on the right ventricular channel. Reprograming was performed and further monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.